Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to an unknown reason. An attempt to obtain additional information was unsuccessful. The lead is no longer in service. No additional adverse patient effects were reported.